Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the metal part of the treatment tool or cleaning brush interfering with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush during handling by the user. The detection method is described in the operation manual bf type p150/1t150 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, forceps channel port was shaved, no electrical continuity, bending section cover slack, and bending angle in the down direction failure to meet standard were observed. Lastly, scratches and dents were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that increase in the outside diameter of bending section was noted with the bronchovideoscope. The event occurred during reprocessing. During a standard service inspection of the customer returned device, the forceps channel port was shaved. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.